Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: (B)(6). Please evaluate. Delay: couple minutes to replace. Update: issue was noticed during procedure. Screen started flickering enough to where the surgeon could not continue the surgery. How the procedure was completed: nurse wheeled in another tower, moved cords, tubing, etc. Over to the new tower. Swap took no more than 5 minutes. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root causes could be a power surge, a loose power cable, or bad camera head cable, bad 1588 camera, potential electrical failure on digital board, bad cables, and or loose cable connections. Interference from another medical device like a bovi, for example. Advise to calibrate unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.